Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has ben completed.

Event description:
The autopulse platform (sn (B)(4)) was deployed without issue. During patient use, the platform performed compressions for less than a minute and displayed ua02 (compression tracking error) "realign patient "error message. The user realigned the patient multiple times but unable to clear the error. Following this, manual CPR was performed for 20-30 minutes during transportation to the hospital. During transport the patient was on the platform, on a backboard and stretcher and was secured with stretcher straps and shoulder harness. However, rosc (return of spontaneous circulation) was not achieved.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform sn (B)(4) was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. Upon visual inspection, observed hole on the load plate cover. Also, noticed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 2012 and is 7 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Review of archive data showed occurrence of ua02 (compression tracking error) error message during the first compression on the reported event date. The archive data revealed the size of the patient/object was too small and light in weight during the take-up. The archive data review showed occurrence of ua27 (encoder fault) error message for two times, unrelated to the reported event. Unable to replicate the ua27 error during the run_in test or functional test. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression. The user advisory (ua) 27 error message alerts the operator that the driveshaft is rotating too fast. This typically occurs if the lifeband is being pulled up on too sharply or due to an internal component error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform sn (B)(4) kept displaying "realign patient" error message after performed less than a minute compressions. The user reverted to manual CPR after several tries of realigning patient which didn't work. Rosc (return of spontaneous circulation) was not achieved. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.